Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask. The peritonitis event was manifested by cloudy effluent. The patient was not hospitalized. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. The patient and caregiver were not yet trained on proper aseptic technique. The recovery status of the patient was not reported. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.